Manufacturer narrative:
The work order passed and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site had been in a surgery and had been unable to navigate on one side of the head. The patient had bb's in the ear on that side. They were able to finish the case navigating just one side. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.